Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this lot.  There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided. Root cause: signals in the rdf indicate that the trima operated as intended. Based on the available information, it cannot be ruled out that this failure may have been donor-related. For this donor's next donation, the operator may consider making two ac up adjustments as soon as the button is available as there may have been some donor pasting within the channel.